Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported by the customer for this event, pseudomonas aeruginosa were detected in suction and working channel of the device when a culture test was performed. There is no reported harm to any patient.

Manufacturer narrative:
Culture test has been performed for the device by olympus. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results are within the acceptance criteria of the guideline recommendation of 2012 that are followed. The air/water channel and suction channel had no presence of hygiene relevant germs. The instrument channel had 10 cfu which is less than the 20 cfu benchmark.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and the correct "date received by manufacturer" in the initial report. This supplemental report is being submitted to provide this information. The "date received by manufacturer" in the initial report was march 17, 2022, not april 4, 2022. The device was returned to olympus for inspection. The repair center found that the instrument channel was leak. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the below investigation, there was high possibility of insufficient reprocessing due to device leakage. Leakage occurred from instrument channel of the device. The event can be detected/prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.